Event description:
It was reported that during the hysteroscopy, a foreign body appeared in the uterine cavity that strongly resembled the plastic protective sheath surrounding the bipolar resection loop. Upon removal of the hysteroscope, a defective plastic component was observed on the resection loop. Extracting it from the uterus prolonged the procedure by 30 mins beyond the expected duration and required the use of additional equipment. Since additional equipment was required, this case is reportable.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).